Manufacturer narrative:
Summary of eval: eval could not be performed because device was not returned.

Event description:
Reporter states, "when the hospital opened the box, the inner seal was not glued to the sterile packing. The hospital had a back up insert on hand." There was no adverse consequence to the patient or delay in surgical or anesthesia time due to this event.